Event description:
Customer reported to beckman coulter, inc. (Bci) that erroneously low sodium (na) results were obtained on their unicel dxc 800 instrument. Customer indicated that there has been an ongoing problem of low na results and accompanying low anion gaps generated by the analyzer. No erroneous na results were reported out of the laboratory. The customer replaced the chlorine (cl) electrode tip, reversed the na measuring and reference electrodes and performed flow cell maintenance. Customer later reported that pseudomonas was growing in the ise (ion-selective electrode) reference reagent line. There were no reports of serious injury or adverse events associated with this event and there were no reports of any modification to patient treatment.

Manufacturer narrative:
An fse (field service engineer) replaced all of the electrodes and the flow cell, then later replaced the flow cell and the carbon bridge. The fse later decontaminated the ise (ion-selective electrode) system and replaced multiple hardware components. This alleviated the problem but no clear root cause was determined. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 to 10/23/2010 for additional reportable events.